Manufacturer narrative:
The biomedical engineer troubleshot this reported fault and replaced the suction tubing. The unit was returned to service. Customer contact reported there is no patient information available.

Event description:
The hospital reported that, during induction of the patient, the unit had a suction failure. The anesthesia machine was replaced. There was no reported patient injury.